Event description:
It was reported that the user experienced hyperglycemia with a dexcom g7 sensor paired to the ilet system, after pausing insulin overnight due to concern for hypoglycemia and announcing a larger-than-usual breakfast; the user initially suspected a sensor issue, but the sensor was confirmed to be functioning and had ample wear time remaining. Symptoms included elevated blood glucose with no reported dizziness, loss of consciousness, diabetic ketoacidosis, or other clinical sequelae. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing, with blood glucose returning to the target range later the same day. Investigation included review of device data and user report, as well as user education regarding allowing the ilet automated insulin delivery to operate without manual suspension. Investigation of this case revealed no device malfunction, no alarms or alerts, and user-driven insulin suspension and larger meal announcement as likely contributors to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that user management of insulin delivery and meal announcement contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.